Event description:
The consumer reported the following change in therapy: stimulation in an undesired location. It was stated that the patient felt stimulation in the bra line area, but it should be going down their legs. It was noted that a fall could be related to the reported issue. The consumer fell on their knees, but the patient didn't think it affected their device. There were no recent medical tests or electromagnetic interference (emi) environmental exposure. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.